Manufacturer narrative:
The sample was possibly contaminated according to the attending nurse, who was responsible for the blood draw. No service was requested or generated as this was a sample specific event. Customer error is the root cause of this event.

Event description:
Beckman coulter inc., (bci) contacted this post-mod glucose (glucm) customer via the bci internal monitoring program. The customer indicated that one (1) erroneously high glucm sample was noticed, generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer did not call and complain to bci about this sample. The erroneous result was noticed by the attending nurse and the lab request was canceled due to the possible sample contamination. A redraw was performed with successful glucose result reported. The original sample draw result was 612 mg/dl. Rerun of this sample yielded a result of 292.9 mg/dl. The redraw yielded a result of 132 mg/dl, which was accepted and reported. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.